Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to receiver won't turn on. Functional test was not performed due to receiver won't turn on. A manual sound test was not performed due to receiver won't turn on. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The log was not downloaded and reviewed due to receiver won't turn on. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.